Event description:
The butterfly broke off and blood was leaking out.

Manufacturer narrative:
Received one rep unit for the investigation. Attempts have been made to obtain additional info. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).